Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. The customer provided photograph confirmed the reported failure mode, the incorrect drape (blue drape) was included in the tray. Based on the complaint investigation, the most probable root cause was that manufacturing personnel did not ensure the correct part number of drape was used on all units from lot 0001296595. Based on the identified probable root cause, all applicable manufacturing associates have received awareness training regarding this particular incident and the proper manufacturing process for acquisition of correct componentry prior to assembly. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process. A review of the device history records shows that all inspection results passed per the DHR process and no anomalies were noticed during production.

Event description:
It was reported that 25gx3.5in whit 5ml glaspak bupi clear had the incorrect color on it. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 400866 batch no. 0001296595 it was reported that the incorrect drape color was discovered in five anesthesia trays, which makes it difficult to be able to see the spine. 400866 has arrived with both clear and blue drapes. The blue drape component has been in at least 5 of the trays that were opened in the or on june 4th. The providers are upset because they need to be able to see through the drape to the see the spine which is why they require a clear drape.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 25gx3.5in whit 5ml glaspak bupi clear had the incorrect color on it. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 400866 batch no. 0001296595. It was reported that the incorrect drape color was discovered in five anesthesia trays, which makes it difficult to be able to see the spine. 400866 has arrived with both clear and blue drapes. The blue drape component has been in at least 5 of the trays that were opened in the or on june 4th. The providers are upset because they need to be able to see through the drape to the see the spine which is why they require a clear drape.